Event description:
It was reported that the pump touch screen was timing off sooner than expected. System check was performed by tandem technical support, it was determined that the pump is functioning as intended, and the customer acknowledged that the pump is working correctly. Reportedly, the customer was trying to deliver a bolus when the screen timed out, due to the customer tapping the screen multiple times. The customer repeated tried to deliver the bolus and never verified if the pump had delivered the bolus each time, resulting in the pump delivering multiple boluses and their blood glucose decreasing to 39 mg/dl. The customer went to the emergency room and treated with dextrose. Customer was released the same day, 9/7/2025, with issue resolved and no permanent damage.